Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2000 ohms, then another reading of less, indicating an intermittent lead issues. These issues were present on both the rv lead as well as the left ventricular (lv) lead as well as a non sustained ventricular tachycardiac event showing noise. As of today, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.